Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin pen. The customer received no delivery alarm. The insulin pump will not be replaced for analysis.